Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was separated in two parts. A 6mm x 20cm interlock¿ was used to treat a mildly tortuous target lesion. During procedure, intermittent flushing was performed and the physician attempted to deploy the coil in a non bsc catheter inside the patient. However, difficulty deploying the coil to the intended location was encountered. The physician then decided to withdraw the coil and deployed outside the patient. It was then noted that the coil was separated in two parts. There were no patient complications reported.